Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc obtained additional information from olympus (B)(4) that the subject device was repaired by a third-party. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4), omsc considered that this phenomenon might be caused by the failure of an internal circuit board of the subject device, or something other than the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility that in the unspecified timing, it was found that no image displayed on the screen of the subject device. There was no report of patient injury associated with this event.